Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during device change out procedure, the pulse generator went into backup vvi operation after suspected electrocautery interaction. The device was explanted and replaced.